Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Review of the device history record identified no relevant deviations or anomalies. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. The reported event claimed that the sealed unit had ruptured before it had been opened. While rare, this kind of event occurs when the batteries overheat from a short circuit. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the pulsavac plus fan kit was set up for surgery, and the staff smelled something burning. It turned out to be the kit's battery pack that was extremely hot and the batteries were corroded inside the unit; item was not used. No adverse events have been reported as a result of this malfunction.